Manufacturer narrative:
At the conclusion of the investigation, the treatment given to the incorrect patient was confirmed. The cause of the event is an incorrect patient registration that was completed at the user facility at the time the device application process.

Event description:
A final ECG report was provided to the physician with incorrect patient information provided by the healthcare provider. As a result, the wrong patient was treated.